Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of thrombosis and death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.5x19 graftmaster device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the 3.5 x 19 mm (first) and 4.5 x 19 mm (second) graftmaster rx stents were used for treatment of a perforation in the left anterior descending coronary artery that was heavily calcified. After implanting the first graftmaster, the perforation was discovered to be larger than initially anticipated and the second graftmaster was implanted. The patient subsequently expired the same day from cardiopulmonary arrest complicated by hemorrhage from perforation and acute thrombotic occlusion of the graftmaster stents. The patient expired prior to surgical repair. In the opinion of the physician, the use of the devices did not cause or contribute to the patient death. No autopsy was performed. The patient's health was declining prior to graftmaster use. No additional information was provided.